Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: two-year clinical outcome of all-comers treated with three highly dissimilar contemporary coronary drug-eluting stents in the randomised bio-resort trial authors: marlies m. Kok, md; paolo zocca, md; rosaly a. Buiten, md; peter w. Danse, md, phd; carl e. Schotborgh, md; martijn scholte, md; marc hartmann, md, phd; martin g. Stoel, md, phd; k. Gert van houwelingen, md; gerard c.m. Linssen, md, phd; carine j.m. Doggen, phd; clemens von birgelen, md, phd journal: eurointervention yesr:2018 issue: 14 ref: doi: 10.4244/eij-d-18-00336. Average age; majority gender; date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute integrity drug-eluting stent was implanted in 1,173 patients in the study population. Patients were on dapt for 12-months and followed a stringent dapt discontinuation policy after one year. The primary composite endpoint of target vessel failure (tvf) assessed device efficacy and patient safety and consisted of cardiac death, target vessel-related myocardial infarction (mi), or clinically indicated target vessel revascularisation. Secondary endpoints included: target lesion revascularisation (tlr), target lesion failure (tlf, a composite of cardiac death, any mi not clearly attributable to a non-target vessel, or clinically driven tlr), major adverse cardiac events (mace, a composite of all-cause death, any mi, or emergent coronary bypass surgery, or repeat clinically indicated tlr), the most global patient-oriented composite endpoint (poce, a composite of all-cause death, any mi, or any repeat coronary revascularisation), and definite-or-probable stent thrombosis. During follow-up, clinical events reported in the resolute integrity group were death, myocardial infarction, revascularization and stent thrombosis.